Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level at the time of the incident was 523 mg/dl. The customer reported that they feel do not feel okay for troubleshooting. The customer stated that they think that the insulin pump is not working. The customer¿s blood glucose was running high for a week. They changed the settings for bolus and sensitivity and gave themselves a bolus. The insulin pump pass the self-test and there was no blocking on the tubing part. The insulin pump will be returned for analysis.